Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents test, self test, unexpected restart error test, displacement test. The insulin pump was unable to perform the occlusion and no delivery tests due to prime anomaly. Moisture damage found on the lcd board and interface board. No blank display anomaly or constant tone anomaly noted during testing. The motor passed motor test. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump was dropped and went blank immediately after being exposed to moisture. The customer also reported that a constant tone was occurring. The customer's blood glucose was 129 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.